Event description:
New information notes that the patient suffered from twiddlers syndrome.

Event description:
It was reported that during a lead revision the right ventricular lead was noted to have an insulation anomaly. The lead was capped and replaced.

Manufacturer narrative:
Date received by manufacturer should have been 03/23/2014 rather than 10/25/2014. Type of event should have been malfunction rather than injury.